Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the product was incorrectly reported by the customer. This product was opened and not used without further quality complaint.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, upon insertion into the eye the preloaded intraocular lens (iol) was noted to be scratched on the surface of the optic. The surgeon states that the scratch did not cause visual disturbances and the lens was not extracted. Additional information is requested.